Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction and cgm error 42 issue was verified, but the settings time issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time was incorrect, cause was unknown and the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.